Event description:
Per the clinic, the patient experienced an infection at implant site. It was reported that the patient had stitch abscess which resolved, but intermittent leakage from the incision. Subsequently, the device was explanted on (B)(6) 2024. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.